Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. After replacing the main keypad assembly, a proper service operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio control to report that their device's keypad needs to be replaced. Upon initial evaluation, physio control observed that the device's on/off button would not respond. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.